Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the image noise was due to broken charged coupled device (ccd) unit and corrosion of the scope connector (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.